Manufacturer narrative:
Patient gender requested but not provided. Manufacturer's investigation conclusion: the reported atypical events (intermittent beeping) associated with controller white power lead were not confirmed. The provided log files contained combined data spanning approximately 10 hours (from 05:20:06 to 14:54:42 on (B)(6) 2022 per time stamp). The log files recorded that the system operated with routine power cable disconnect events associated with power exchanges. No atypical alarms related to the system controller were observed throughout the log files. Throughout the event history, the pump maintained a speed above the low speed limit. The system appeared to operate as intended, and no notable alarms were active in the log file. The system controller (serial number (B)(4)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including if the alarm was identified and its cause, if the alarms were resolved with controller exchange, patient status after the controller exchange, and the controller's return status; however, no response was received. As a result, the complaint file will close accordingly and will be reopened if pertinent information is received. The root cause of the reported event could not be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 04dec2019. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all system alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with intermittent beeping. There were no alarms present on interrogation of system controller or on history. Customer was unable to reproduce alarm on battery but alarms were present on both patient's mobile power unit and clinic's power module when moving the white power lead of controller. It was noted that there was no damage to the modular cable or driveline. The log file did not capture any alarms at the time the patient was in the clinic. It was recommended that the patient replace the controller to resolve the issue.